Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem clinical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.